Event description:
Boston scientific received information that four days post implant, this right ventricular lead had migrated and dislodged. A revision procedure was performed. This lead was successfully repositioned and remains in service. During the same procedure, the atrial lead was also repositioned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.